Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the charged coupled device cable being short-circuited by disconnecting and/or mishandling and wear and tear damage over time. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube, universal cord or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ·the cover of the irrigation port part cannot be removed. Equipment damage can result. ·do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ·do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. ·do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result. ·do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope had problems with the echo graphic image after reprocessing. The issue was found after completion of a therapeutic procedure (bronchial ecoendoscopy). There were no reports of patient harm. Inspection and testing of the returned device found a blackout, no image problem. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the no image issue found due to disconnection/short circuit in the image cable sensor, the evaluation found there was a shorted charge coupled device cable (which produced a black screen and never returned to normal), the adhesive on the bending section cover was detached and buckling occurred in the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.